Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H4: the lot was manufactured between june 21, 2024 ¿ june 22, 2024. H11: the device was received for evaluation. A functional leak test was performed, and evidence of a leak was observed at the fill port. Glass fragments measured to be between 0.05 to 1.00 square mm in size were stuck under the checkband. No manufacturing process step would allow glass fragments to be introduced near or adjacent to the fill port. The reported condition was verified. The cause was from use error from glass fragments becoming stuck under the checkband. It is recommended that a filter be used during filling per the product label (IFU, instructions for use). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from unspecified location. The device contained an unspecified chemotherapy. This occurred during configuration, prior to patient use. There was no patient involvement. No additional information is available.